Event description:
(B)(4). Ever since I got this procedure done I have had really bad pains in my abdomen and I wish I could say I get headaches but I get really bad migraines that last all day. Have been really fatigue to the point where I can't even place with my children. (And that makes me feel like a horrible mother). Before I got this procedure done I was a size 6 now I'm a size 14 and getting really depressed cause I can't lose weight. I eat healthy and exercise but nothing. I'm tired of looking like I'm pregnant.